Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and heparin injection (1/2 ml per bag, intraperitoneal, once daily, ongoing) for peritonitis. The patient has recovered from cloudy pd effluent. The patient was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.